Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump shortly after sensor application, with the pump displaying a pairing message while the dexcom app showed readings; troubleshooting identified user error involving entry of an incorrect pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, specifically incorrect code entry, with no applicable component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.